Manufacturer narrative:
E1: (additional) phone number:(B)(6). - added here due to character limitation. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cable of the camera head was defective. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 10/12/2011.

Event description:
The customer reported to olympus that the cable of the camera head was defective. There was no patient harm associated with the event.

Event description:
The customer reported to olympus that the cable of the camera head was defective. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for correction to the reportability of the customer allegation and additional information regarding legal manufacturer's final investigation results. The returned device was evaluated and customer allegation was confirmed. The cable unit was deteriorated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the identified failures is cause traced to component failure. Olympus will continue to monitor the field performance of the device. Upon review, it was noted that the customer reported allegation is not likely to cause or contribute to death or serious injury if the malfunction were to recur.